Event description:
It was reported that the lead had dislodged. After unsuccessful repositioning, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.